Event description:
It was reported that during functional testing by the biomedical engineer, the epg (external pulse generator) would not power on, despite the battery voltage being at 9 volts. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event of the device not powering up. The device was found to be contaminated, including the lcd (liquid crystal display), main pcb (printed circuit board) and two pcb screws, encoder flex, battery flex, heart lead flex, heart wire contacts, battery release, heart block, lead flex cover, and upper/lower cases. The keyboard pad was also noted to have cosmetic issues, and the 9 volt battery returned with the device was at 0.331 volts.